Event description:
A nurse reported a dialyzer blood leak associated with hemodialysis (hd) treatment. Additional information from the nurse indicated the leak occurred immediately at starting the hemodialysis (hd) treatment. The nurse explained that the leak was visually seen in the red hansen line and the middle chamber of the dialyzer. The blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used and did alarm with a blood leak alarm. Fresenius bloodlines were being used. Blood leak test strips were not used. There was no damage noted on the dialyzer. There was patient blood loss estimated to be 300cc. There was no patient injury, adverse event or medical intervention required as a result of this event other than the minimal blood loss indicated. The patient finished treatment on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.